Manufacturer narrative:
97755-s, sn (B)(6) was returned for product analysis. Analysis found scrapped due to cat chewed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) reports that starting "2-3 months ago" they found that when charging ins they would get no device found or "battery needs charge or something like that" and would reset controller and it would temporarily work to charge the ins but on friday they found that it won't charge at all. Pt says they talked to their rep a couple months ago and was told to call pats. The recharger (rtm) cord gets warm when charging. They said their dog and cat chewed on the rtm cord just this past friday, but says this issue started happening before this happened. The issue was not resolved. A request was sent to the repair department to replace the rtm.